Manufacturer narrative:
The pump has not been received. Should the pump become available for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility's biomed reported fail code 813:01. The biomed did not have information regarding whether the failure occurred during patient use or biomed testing. Additional contact information was requested but no additional contact was identified. The technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.